Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with blood glucose of 20 mg/dl at the time of the incident. The customer was at 404 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer stated they knew the low was caused by eating cake the previous day and delivering more insulin to cover the food. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report had the incorrect information. The correct information has been provided in this report. (B)(4).

Event description:
It was reported that the customer received emergency room services due to low blood glucose level of 20 mg/dl and also experienced high blood glucose level of 404 mg/dl because customer was off the insulin pump greater than 48 hours.